Manufacturer narrative:
Dysphagia is a known, anticipated adverse event after endoscopic eradication therapy, and may occur after radiofrequency ablation or cryotherapy procedures. During the egd to examine the symptoms of dysphagia, a narrowing of the esophagus was noted; however, the endoscope was passed through the narrowed area and further dilation was not required.

Event description:
C2 became aware of dysphagia event on (B)(6) 2017. The patient was initially treated with the cryoballoon on (B)(6) 2017. At a 30-day phone call follow up, the patient reported difficulty swallowing and food getting stuck in the esophagus (on (B)(6) 2017), but eventually went down. The patient was scheduled for egd on (B)(6) 2017 with a possible dilation to address the dysphagia. A narrowed area in the esophagus was noted; the endoscope was passed through the area of narrowing and no further dilation was performed.